Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called via phone call to report that the insulin pump was not providing audible and vibrate alarms. The customer blood glucose at the time of incident was unknown. The customer states the pump turns off without alarm. No further details are given. The pump will be return for analysis.

Manufacturer narrative:
Findings: unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed tone check and vibrate check on self test. No audio/beep or vibrate anomaly noted. Insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test with audio tones. Unit was programmed and monitored for 2 days. No blank display noted. Unit had unexpected power error alarm when pump was monitored. No unexpected low battery alarm noted. Replace battery alert and power error alarm confirmed in the formatted history file. Detailed trace analysis confirmed the pump alarmed replace battery alert and then power error was triggered due to connector resistance issue. After disconnecting and reconnecting the internal battery connector, the unit was monitored and functioned properly. Then the power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit had minor scratched display window, scratched case, fading serial number label, pillowing keypad overlay, scratched keypad overlay and cracked retainer. The insulin pump involved in this event is the (B)(4) insulin infusion pump, which is not marketed in the united states. However, the device is similar to the (B)(4) insulin infusion pump, which is marketed in the united states.